Event description:
It was reported that during an iliac stenting treatment procedure, stent dislodgement difficulties were encountered. The customer stated that, the physician "tried to go up and over bifurcation with no sheath. Stent slipped off balloon. Lost it, and pulled it back with the balloon in the iliac. Got balloon inside stent then deployed it into iliac." The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.